Event description:
The acetabular cup was revised due to polyethylene wear.

Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. The device was not returned to howmedica rutherford.